Manufacturer narrative:
The revision reported is likely the result of incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), extreme wear of the humeral liner, patient conditions, or a combination of the four, which led to the humeral liner disassociating from the humeral tray. However, this cannot be confirmed as the explants not returned for evaluation.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-15-05, 5892026 - eq rev locking screw. 320-20-00, 5835775 - eq reverse torque defining screw kit. 320-01-46, 5767833 - equinoxe reverse 46mm glenosphere. 320-10-00, 5952251 - equinox reverse tray adapter plate tray.

Event description:
As reported, approximately 1 year postop of the initial shoulder implant, this (B)(6) y/o male patient presented with complaints of decreased function in arm/shoulder. Upon examination, it was determined that the polyethylene had disassociated. A revision to a reverse shoulder was completed. No postop problems reported. Patient has history of underlying end-stage osteoarthrosis, hypertension, heart disease, hyperthyroidism, and hypercholesterolemia. This event report was received through clinical data collection activities.